Event description:
Resident being transferred into bed, the nut under the swivel bar broke and the resident dropped. Resident hit his head on the floor, resulting in a bump. No other injuries sustained.